Manufacturer narrative:
The customer reported that they are experiencing intermittent signal loss throughout their facility. No harm or injury was reported.

Event description:
The customer reported that they are experiencing intermittent signal loss throughout their facility. No harm or injury was reported.